Event description:
The customer reported a balloon in the silicone segment was identified when the user started the infusion. The nurse primed tubing with levophed at 1600, and the tubing was inserted into the pump and attached to the patient. At the time the bp issue resolved and the medication was never started. It stayed attached in case it was needed. At 2200 after the nursing shift change the drip was needed and thus started. The pump alarmed and the tubing malfunction was discovered. The issue never caused harm to patient, and a new bag and tubing were used to administer the drip.

Manufacturer narrative:
The customer¿s report of balloon in the silicone segment of the tubing was confirmed. Visual inspection of the set noted a bulge of the silicone segment directly below the upper fitment component. No other obvious issues or damages were observed. Functional and pressure testing resulted in observation of bulging from anywhere on the silicone segment. The balloon is caused by excessive pressure within the silicone segment which causes the silicone segment to balloon/bulge. The root cause for the source of the excessive pressure is unknown.

Manufacturer narrative:
Occupation: technical services partnership coordinator. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a balloon in the silicone segment was identified when the user started the infusion. The nurse primed tubing with levophed at 1600, and the tubing was inserted into the pump and attached to the patient. At the time the bp issue resolved and the medication was never started. It stayed attached in case it was needed. At 2200 after the nursing shift change the drip was needed and thus started. The pump alarmed and the tubing malfunction was discovered. The issue never caused harm to patient, and a new bag and tubing were used to administer the drip.